Event description:
It was reported that during a colon procedure, the clips would not advance. They used another like device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the instrument found that the clip track was out of position making the instrument non-functional. The instrument was actuated and ejected 1 clip; after the clip misfed there was a clearing misfire. After the clearing misfire two clips were properly fed and formed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.